Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014, the patient reportedly obtained (with the subject meter) blood glucose readings of ¿105mg/dl¿ (at 9:37am), ¿120mg/dl¿ (at 10:15am), and ¿133mg/dl¿ (at 10:17am). The patient denied testing her blood glucose with another device after the alleged meter issue occurred. The patient does not manage her diabetes with oral medication or insulin; after the alleged issue occurred, the patient reportedly continued with her usual diabetes management routine. According to the csr documentation, 40 minutes after obtaining the first reading of at 9:37am, the patient reportedly developed a symptom of shaking and approximately 20 minutes later the patient reportedly consumed food and/or drink as self-treatment. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up (5/15/2014)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/26/2014), the retain test strips passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.